Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was initially reported by the customer that, "the sheath was placed in the right groin. An impella device was placed thru the sheath. Patient was stable. A doctor came to check on the patient and the patient was unresponsive. The facility found the hub of the sheath had detached somehow. The patient died. There was significant bleeding coming from the sheath and the facility believes the cause of death was due to significant blood loss." At this time, the customer indicated they would be filing a report with the FDA. On (B)(6) 2017, abiomed was contacted and asked to share any additional information that they might have regarding this event. The sr. Director of quality assurance stated he would provide that to cook on (B)(6) 2017. On (B)(6) 2017, the sr. Director of quality assurance at abiomed, provided the following information. The event involved a (B)(6)-year-old male patient with a stemi, who was flown to the hospital on (B)(6) 2017. An impella was inserted shortly after his arrival, and it was documented by the abiomed representative that the patient's color improved. The patient was moved to the intensive care unit. On (B)(6) 2017, the patient ordered breakfast and later expired. The patient expired 17 hours after the insertion of the impella device. The abiomed representative's notes document that there was excessive bleeding from the side-arm of the sheath. File comments further indicated that the sidearm was not hooked up. On (B)(6) 2017, cook representatives contacted the (B)(6) center. The customer¿s representative indicated they would call back with a date and time for a conference call to discuss the event. On (B)(6) 2017, cook contacted the customer¿s representative who stated she was not able to arrange a conference call yet but would continue to work on the arrangements. On (B)(6) 2017, an email was sent to the representative from the (B)(6) center with questions regarding details of the event, details of the cook sheath and impella device, patient demographics, request for medical records, and request regarding details of the patient¿s death. There was also a request for a copy of their report to the FDA. On (B)(6) 2017 an unsuccessful attempt was made to follow up on the list of questions that were provided to the customer representative via email on (B)(6) 2017. On (B)(6) 2017, a medwatch form FDA 3500a was provided to cook via the (B)(6) center. The event description, as provided in the letter, states, "(B)(6) year old male patient taken to the cardiac catheterization lab for st wave elevated myocardial infarction. Patient was treated with the insertion of an impella external heart assist device system using an introducer in the right groin. The nurse walked away from the patient's bedside. The physician came to the bedside and found the patient unresponsive. Patient was noted to be bleeding from the cook port implanted in the patient's right groin. The stopcock was found to be detached from the catheter. The patient exsanguinated and expired." The sheath will not be returned as the initial reporter stated that the facility discarded the complaint device. No further information has been provided at this time.

Manufacturer narrative:
Additional information: refer to attached user facility medwatch (report number unknown). Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not be returned to aid the investigation as the facility discarded the device. An attempt to order a representative device was made, but no product is available on hand from the complaint lot. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. There were no medical records (vital signs, imaging, ECG or lab work) provided for this event. An autopsy report or death certificate was not available for review. There is no timeline of events from sheath implantation to the hub separation available for review or information regarding other devices placed into the introducer prior to the impella device. Per the performer introducer IFU, ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ the impella ventricular support systems IFU states, ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage valve, resulting in blood flow through the valve. Use only original accessories and replacement parts supplied by abiomed.¿ there is no information mentioning any complications with use of impella ¿controller.¿ there is no information regarding any difficulties with insertion our introducer in patient. Per the performer introducer IFU, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ there is no information regarding any other events occurring at the time of or prior to the hub separation (patient repositioning, device repositioning). Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined; however, it is possible that the stopcock was not tightened enough. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information received on 16jan2018 via phone call with the attending physician: narrative - the patient had a stemi and required an impella device. The placement of the performer introducer and impella device was successfully completed and the patient was taken to "the floor." A syringe was attached to the side arm of the performer introducer and the sheath was flushed. Medical staff left the patient's bedside at this point. When medical staff came back to check on him, the stop cock on the side arm of the performer introducer had disconnected, and the patient was observed to be unresponsive and exsanguinated. Corrected information: patient identifier. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Additional information: narrative = sus voluntary event report mw5074404 was received on 29jan2018. Per the report, "a male patient taken to the cardiac cath lab for st elevation myocardial infarction (stemi). Patient was treated with the insertion of an impella external heart assist device system using an introducer in the right groin. The nurse walked away from the patient's bedside. Physician came to patient's bedside and found patient unresponsive. Patient was noted to be bleeding out from the cook port implanted in the patient's right groin. The stopcock was found to be detached from the catheter (cook). The patient exsanguinated and expired." Investigation - evaluation updated: an attempt was made to obtain devices built with check-flo assembly lot number s171572 supplied by (B)(4), but all the devices have been distributed. A pull test was performed utilizing 30 representative performer introducers from three different lots (10 from each lot) with the same gpn & rpn from the distribution center. Visual examination of the sheaths was performed and no nonconformities were noted. Testing was performed for peak tensile strength required to separate the junction between the connecting tube and the flla junction. All of the devices met requirements. During manufacturing it is verified that the tubing is pushed to base of flla and this joint integrity is 100% verified during quality control inspections. It was noted that during the period of time between placement of the sheath and when the side arm was observed to be disconnected, the device was flushed. There is no mention of device leaking during flushing. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time as to how the stopcock became disconnected after the device was flushed. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints. (B)(4).